Manufacturer narrative:
Iop increase is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Clinical follow-up was requested and on 04/17/2017 the surgeon provided the following details. The cataract and istent implantation was uneventful. One week postoperatively, the patient presented with iritis and elevated iop possibly due to a steroid response (durezol). Initially, the patient was treated with maximal topical iop management and oral diamox. Approximately three months post-istent implant, the stent was removed and a shunt was placed. The patient developed endophthalmitis in the operative eye following shunt placement. The event was reported to be resolved.

Manufacturer narrative:
Additional information: the device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Uveitis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that an istent patient presented postoperatively (exact date unknown ) with chronic uveitis. The cause of the chronic uveitis is unknown. Per patient request, the stent was planned to be explanted on (B)(6) 2017. Additional information has been requested.